Event description:
A customer reported the system software froze at the end of a cataract with intraocular lens implant procedure. The touchscreen was not responding and the manual controls of the system were not responding. They were able to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).